Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that on implantation, the optic edge was damaged necessitating iol explantation. The rayone emv toric rao210t was explanted and exchanged. No patient harm/injury is reported. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. Product return inspection was completed by rayner on 24th july 2024. The device was returned dehydrated in the blister tray. Preliminary inspection of the returned injector showed that one of the movable flaps was detached, and that the plunger was fully retracted. Viscoelastic residue was observed in the loading bay and in the nozzle. The lens was returned separate to the device, hydrated in a vial, I observed what was reported a chip on the optic. To facilitate further inspection of the returned product the injector was disassembled, following injector disassembly, all its parts were inspected under 10x magnification. No damage observed to the device. To facilitate further testing of the injector, it was re-assembled and 1x rayone aspheric rao600c +21.0 d from rayner's stock was loaded and injected as per the IFU. Ophteisbio 3.0% ovd was used. Injection was not successful, and the lens became jammed in the nozzle. A toluidine blue 0.5% dye test was performed on the nozzle. This test showed that there was irregularity in the nozzle coating. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone emv toric rao210t batch 014231921.

Event description:
On 12th july 2024, rayner received notification from a healthcare facility in india of an event that occurred during use fo a rayone emv toric rao210t. The event description provided states that following implantation there was a chip on the edge of the lens necessitating iol explantation.